Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced nocturnal hypoglycemia to 50 mg/dl for a few hours after switching from humalog to fiasp while using the ilet bionic pancreas, with device low and urgent low alerts sounding and the event resolved with oral carbohydrates. Symptoms included low blood glucose without loss of consciousness or other acute sequelae. Outcomes included no need for assistance and no professional medical intervention or hospitalization. Investigation included complaint handling with troubleshooting and education on low glucose prevention. Investigation of this case revealed no device malfunction and an unclear cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear.